Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. This device was explanted. No patient information at this time. No additional adverse patient effects were reported. The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.